Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 6. Per the home patient (hp) the alarm happened last night. The hp restarted therapy using the same bags to finish therapy. The baxter technical service representative (tsr) helped the hp to understand the alarm and why it happened. The hp stated that she had already talked to the peritoneal dialysis (pd) nurse. The tsr instructed the hp to call the registered nurse (rn) back to inform her of the error's meaning.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012. He said he had contacted his nurse already about not reusing supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.